Event description:
The physician reports that the crystalens haptic tore when delivering the lens using the amo silver lens injector sysstem. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged iol. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.